Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. An overwrap package, a paper folder and a broken suture were returned for analysis. During the visual inspection of the sample under magnification, the swage and attachment area were as expected. The suture was inspected along the strand, and the broken suture was noted. In addition, pinch marks near to the broken thread were found, probably from use with surgical instrument. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, breakage of the suture was observed and suggests improper handling.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent unknown procedure on (B)(6) 2016 and suture was used. The suture broke during use. There were no adverse patient consequences reported.